Event description:
It was reported that the implantable pulse generator (ipg) was interrogated in the office and counters saying 100% paced dating from today back to (B)(6) 2010. Device was implanted on (B)(6) 2011 and was seen today with diagnostics dating back to 2010. It was noted that they were able to get a magnet response and non magnet response. Patient doesn't pace at all on trans-telephonic monitoring (ttm) or in office so they thought something was not correct. When the device was interrogated it auto identified without issue and diagnostics were cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).